Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided. If implanted, give date: unknown/not provided. If explanted, give date: not applicable, as the lens remains implanted. Initial reporter name: unknown, not provided. Phone: (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a white piece of paint along with the intraocular lens (iol), model pcb00v 19.5 diopter during the iol implant. There was no patient injury reported. It was indicated that the lens remains implanted. No further information was provided.

Manufacturer narrative:
Additional information: section d10: device available for evaluation yes, returned to manufacturer on 12/6/2019 section h3: device returned to manufacturer yes. Device evaluation: visual inspection using microscope magnification was performed: the pcb00v device was received but no foreign matter was observed. The plunger was observed in advanced position. The pcb00 device was observed under microscope and scarce amount of viscoelastic were observed at the cartridge. The reported issue was not verified and due to the product returned open and handled a product quality deficiency or product malfunction could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. There was no discrepancy found during the mrr (manufacturing record review). A revealed that no other complaint has been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.